Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the pyxis says it was in disconnected mode. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network cable was plugged into the wrong port. A field service engineer assisted the customer to switch the cable to the proper port and the station began communicating normally. The system functioned as intended after the field service engineer identified the issue.